Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl treated with a manual injection and experienced low blood glucose levels of 54 mg/dl treated with glucose tables. The customer declined to troubleshoot for blood glucose levels. Customer reports event was resolved by changing complete set. The reservoir will not be returned for analysis.